Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record (B)(6). According to the available information the inflatable penile prosthesis was implanted on (B)(6) 2020, removed and replaced on (B)(6) 2020 due to erosion/extrusion. Additional information received indicated that the device was definitely eroding through the scrotal skin. No product was received for evaluation. As examination of the components may not conclusively confirm or disprove the report of erosion, quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified the patient experienced erosion/extrusion. The device was removed and replaced.